Manufacturer narrative:
H3: the device was returned in a double plastic bag. Upon arrival, contamination was observed on the cuff and at the distal end of the t ube/tip. Yellow residue was also found on tape wrapped around the tube. Voids were observed in all four electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms; the actual measurements were 26.6 ohms (red), 62.9 ohms (red/white), 22.7 ohms (blue), and 32.8 ohms (blue/white), all of which were within specification. Furthermore, the device was connected to a nim console, and the trace pads were submerged in a saline solution for a functional test. The device passed the electrode check, and no excess noise was recorded. All four silver traces were manipulated and bent to a 90° position. No issues were observed during the analysis of the returned device. H6: h6: codes updated, previously submitted codes fdm b21 and fdr c21 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code updated, previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hemithyroidectomy procedure, the nim was making lots of noise and channel 1 was making lots of noise with a popping corn sound and performed an electrode check on the console. The impedances on channel when were changing. A few minutes later, channel 1 was reading "lead off detected" for a few seconds, then this warning disappeared and muted the channel briefly when it was making lots of noise and the console was less noisy after switching the electrode channels on pi box. There was no patient injury.